Manufacturer narrative:
The field service engineer (fse) completed instrument performance testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys t3 assay on a cobas e 601 module. The sample initially resulted in a t3 value of < 0.2 ng/ml, accompanied by a data flag. The patient sample was repeated, resulting in a value of 0.771 ng/ml. The questionable result was reported outside of the laboratory. The t3 reagent lot number was 580124, with an expiration date of 31-mar-2023.

Manufacturer narrative:
The last calibration performed on 24-aug-2022 had signals that were below expected values. No alarm was associated. Quality control results were within range. There was no indication of a reagent or instrument performance issue. Upon review of the alarm trace, an incubation bath water level sensor alarm message was noted. The investigation could not identify a product problem. The cause of the event could not be determined.